Event description:
It was reported that the ventilator's blower was not working. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs error codes indicating 35 v supply failed, blower stalled and backup alarm failed. The customer was provided with part numbers for the motor controller (mc) board, blower assembly, power management (pm) board and the central processing unit (cpu). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is later obtained, the complaint will be reopened.